Event description:
Customer reports that she received a result of 259mg/dl on her device while the doctor's device read 115mg/dl. No treatment received. No quality controls were used. No strip information provided. Requested return of suspect device and replacement was sent.